Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Patient representative reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: necessity to undergo implant removal surgery; fear of cancer; tissue damage; seroma; inflammation; pain and suffering. The patient has not been diagnosed with bla-alcl." This record is for the left side. The device has been explanted.